Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012678285); product type: 0195-heart valves; implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a previously implanted surgical aortic valve, upon the first deployment attempt, an infold with frame under expansion was observed. Additionally, aortic insufficiency due to under expansion from the infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm) below the surgical aortic valve frame. Subsequently, the valve was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. It was noted that a 5 minute procedural delay occurred as a result of the infold. Per the physician, the transcatheter aortic valve-in-surgical aortic valve attempt contributed to the infold. No patient complications were reported as a result of this event.